Event description:
It was reported that during a coronary artery stenting treatment procedure, a stent dislodgement occurred. Vascular access was obtained via the femoral artery. The 2.5mm x 15mm eccentric de novo, 90% stenosed, target lesion was located in the moderately calcified and mildly tortuous mid right coronary artery (rca). The lesion was pre-dilated with a 2.0 x 15mm maverick balloon. The 2.25 x 16mm promus element mr stent delivery system (sds) was advanced through a fr4 6f mach 1 guide catheter over a choice floppy guide wire. The stent detached from the sds during advancing and was crushed with a non-bsc stent. The procedure was completed with a 2.25 x 12mm and 2.5 x 16mm promus element stent, and a 2.75 x 32mm non bsc stent implanted in the mid and distal rca. Medications received pre procedure included heparin, aspirin and plavix. Heparin was received during and post procedure. There were no further complications reported and the patients status is stable.

Event description:
It was reported that during a coronary artery stenting treatment procedure, a stent dislodgement occurred. Vascular access was obtained via the femoral artery. The 2.5mm x 15mm eccentric de novo, 90% stenosed, target lesion was located in the moderately calcified and mildly tortuous mid right coronary artery (rca). The lesion was pre-dilated with a 2.0 x 15mm maverick balloon. The 2.25 x 16mm promus element mr stent delivery system (sds) was advanced through a fr4 6f mach 1 guide catheter over a choice floppy guide wire. The stent detached from the sds during advancing and was crushed with a non-bsc stent. The procedure was completed with a 2.25 x 12mm and 2.5 x 16mm promus element stent, and a 2.75 x 32mm non bsc stent implanted in the mid and distal rca. Medications received pre procedure included heparin, aspirin and plavix. Heparin was received during and post procedure. There were no further complications reported and the patients status is stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination found that the stent was not on the balloon upon its return. The stent was not returned for analysis. No issues were noted with the tip and the balloon section of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. No kinks or damage was noted to the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).